Manufacturer narrative:
The cause of the reported issue was isolated to the device's digital pcb assembly. The customer has been provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device failed to power on after the user accidentally pulled the lid off why trying to use the device. This issue is patient related, the customer indicated the device use may have contributed to the patient death.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control performed an initial evaluation and verified the reported issue. The device will be returned for further analysis at the product analysis center. The customer was provided a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to power on after the user accidentally pulled the lid off why trying to use the device. This issue is patient related, the customer indicated the device use may have contributed to the patient death.